Event description:
At the attempted removal of the dilator from the sheath, during cross-over angioplasty, the valve from the sheath was removed, which revealed a great deal of blood was exiting the sheath at the opening. The sheath was being pulled into the vessel, however, the physician prevented further migration by grasping the end of the sheath material with a clamp. The procedure was stopped and the pt returned the following day for the procedure.